Manufacturer narrative:
This supplemental report is to inform that upon further review, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Initially, we determined that the event was MDR reportable due to a backflow of liquid from the water container into the unit co2 regulator (ucr), in which case we determined that it was a potential adverse event because of the risk for infection. Upon further investigation, it was found that liquid does not flow back into the ucr from the water container unless multiple situations occur simultaneously .there are no reports of situations occurring for this complaint. In addition, a component analysis was performed on the water droplet traces in the tube of the ucr at a similar complaint. The results of this component analysis detected silica and others that appeared to be derived from tap water, but no component that appeared to be body fluids were detected.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation, but was returned to olympus service operation repair center (sorc) as the gas flow led flashed red. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was caused by the backflow of liquid into the device body because it is known that water in the water feed tank may flow into the device through the gas tube. Therefore, the following is described as a warning in the instructions for use of the subject device: ¿to prevent the water in the water feed tank from flowing into this unit through the gas tube, install this unit in a position as high as possible compared to the water feed tank.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that there was a trace of flooding in the gas tube of the subject device. There was no report of patient injury associated with this event.